Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant glucose results for 2 patients tested on 1 of 2 accu-chek inform ii meters. Patient 1 was tested on inform ii meter serial number "(B)(4)" (meter a) and patient 2 was tested on inform ii meter serial number "(B)(4)" (meter b). Patient 1 initial result on meter a was 26.7 mmol/l. The patient was re-tested within 10 minutes on meter a with a result of 8.2 mmol/l. Patient 2 initial result on meter b was 28 mmol/l. The patient was re-tested within 10 minutes on meter b with a result of 6.3 mmol/l. All meter tests were from capillary finger sticks. There was no allegation that an adverse event occurred. Qc had been performed on both meters within 24 hours of the event. The test strips were requested for investigation.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.